Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
"The therapist was installing the 30-degree wedge, it failed to latch and fell to the floor. There was a patient on the table at the time of this event. However, the wedge did not fall during gantry rotation. It is thought that the wedge mount was not latched properly."